Manufacturer narrative:
Evaluation summary: the device was returned in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, all firing trigger teeth were noted to be damaged and the firing trigger post was noted to be broken. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.

Event description:
It was reported that during a unknown procedure, the device impossible to squeeze the handles. Not noted how case completed. No pt consequence.